Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer had symptoms such as headache and feeling of heat stroke. The customer treated with manual injection. Customer's blood glucose value was 74 mg/dl at the time of the call. The customer has irritation at the site with shows of infection. The customer states the area looks like a bee sting, red hot and swollen. Recommended customer speak to their health care provider about alternative sets. The product will not be returned for analysis.